Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high (353 mg/dl) and a bolus via the pump was delivered to address the bg level. The customer normally boluses before consuming a meal and due to changing the routine, the customer ate prior to bolus and was the suspected cause of the high bg. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.